Event description:
It was reported that the patient had missed two appointments but the patient did not know when he had missed the appointments. The patient was unable to take care of himself and went to florida so his parents could care for him after ¿some surgery¿ and ¿apparently I missed an appointment. He set the appointment automatically every time I had it filled for four months in advance.¿ the patient had been in and out hospitals and had a couple of surgeries, ¿so yes, I¿ve missed appointment.¿ the patient had explained this to the physician. A pump alarm had occurred for three days but telemetry had not yet been performed. The alarm sounded every hour and has several single tones. The patient was seeking a new physician as the physician the patient was seeing dismissed the patient. The patient¿s symptoms returned prior to the pump refill. The refill date was missed and the volume in the pump was below the recommended volume to maintain adequate infusion. The patient was taking oral baclofen as he was ¿pretty sure¿ the pump was empty. However, the patient was going to run out of the oral baclofen in two days and no one would prescribe more. The patient reported that he had a seizure disorder ever since he had a stroke but took medication, ¿kemper,¿ for that and had not had a seizure since. He was worried and scared that this is what would happen if he was to go through withdrawal from baclofen. The patient stated that he was sure it was empty because it worked so well when it was full. He could hardly walk without taking the oral baclofen. The oral baclofen was prescribed because his whole left side was partially paralyzed and the pump was really the only thing to help his legs. ¿it¿ did not help the arm or the back so he was always taking oral baclofen but had to take so much more that he was not out of that. The patient was also concerned that the catheter was running dry. Another physician was contacted but reportedly would not assist the patient. The patient was now starting to go through withdrawal and having headaches. The patient¿s nurse was there and getting the patient ready to go to the emergency room. The patient¿s spasticity was a result of the patient being diagnosed with having had a stroke. It was further reported that the patient was in jail for a ¿few months¿ and has faculty issues so one cannot rely on his responses or even if he ever heard any pump alarms. The patient had thought the pump went empty just ¿a while ago¿ but according to the event logs the low reservoir alarm was activated in (B)(6) 2014 and the empty reservoir on (B)(6) 2014 so the pump had been empty since then. It was unclear as to how long the patient had been on oral baclofen but was taking 30 milligrams (mg) per day. It was later provided that the patient had been discharged from the previous managing physician due to compliance issues. The patient had been confused at one of the refill appointments and could not tell the physician what year it was. However, it was now confirmed that the pump was empty. The patient had been in jail for a few months and the pump went empty in (B)(6). A different physician agreed to take on this patient and elected to put 20 milliliters(ml) of baclofen in the pump. The pump was refilled on (B)(6) 2015 and was scheduled for a return visit in three weeks to measure the drug and compare volumes to determine that the pump was still operating properly. No diagnostic testing or troubleshooting was required. The patient had also experienced increased spasticity and at the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Although the patient's current status was requested it was reported that at this time it was unknown how the patient was currently doing. Additional information was requested to clarify the reasons for the patient¿s surgeries, having been in and out of the hospital and further the patient's current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n297946, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing "spasticity issues in the opposite direction." When the pump was filled the patient "got so much, I guess negative spasticity. It's almost too loose." The patient did not know if it was because his muscles became weaker when he was not walking on it or if he was getting too much baclofen now. The patient reported "doing pretty good." The patient received an ankle foot orthotic (afo) brace "now that my legs were loose from getting botox and the pump filled I can't walk again. My ankle is loose, so the baclofen pump is working good." When he got the botox, "it made it even worse, definitely too loose." Reportedly, the patient was doing better when the pump was dry than he was with it working. The patient thought maybe he did not need it anymore. The patient was able to walk without an afo. The patient had used a cane a little bit but did not have to use an afo. A new afo was ordered because the patient could not walk now. The patient had a recent surgery in (B)(6) for spasticity problems from a stroke for tendon lengthening. "It's been over a year" and was not pump related. This was the only surgery the patient had that was related to the stroke. The pump was checked and the physician and representative stated the pump was working. The patient was not sure if he was getting "the proper amount yet or not." The patient stated that the dose had not changed, "they just filled it and left it wherever it was already set." They had checked the pump and it was releasing baclofen but they reportedly had not turned it down any. The next refill was in 2.5 months and the reservoir volume could be checked or the patient could go in sooner and have the pump checked again. It had been two weeks "between the appointment, they pulled it all out and measure how much it used. They did not want to turn it down until I had botox in my leg." Should additional information be received a supplemental report will be filed. Please note the information that was previously reported:("it" (pump) did not help the arm or the back so he was always taking oral baclofen) was now removed from this event and manufacturer report and captured in a different related event.

Event description:
Additional information received reported that the patient¿s pump went dry due to the patient being in jail. The healthcare professional (hcp) agreed to continue treating the patient¿s spasticity but has refused any pain medication to the patient. The manufacturer¿s representative stated he ¿wanted to ensure that the whole story was documented in the file.¿